Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion: plasmalyte (1000 ml) infusion had started on (B)(6) 2016 12.00 at rate 100 ml/h. At 23.00 plasmalyte bag was not finished (as it should). There were still about 300 ml left.